Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. Customer¿s another blood glucose level was 440 mg/dl and 70 mg/dl. Customer stated they felt sick and lethargic. Customer was treated with intravenous drip overnight and manual injection in morning for high blood glucose level. It was unknown whether auto mode feature was active at time of high blood glucose event. Customer stated they had been running highs and lows with the sensor it will keep beeping. Customer ran a self test and displacement test and they both passed. The insulin pump will not be returned for analysis.